Manufacturer narrative:
Device remains implanted. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. Unfortunately, no further details regarding the event was learned. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.2 months, due to unknown reasons. Through follow-up with the health-care provider, a copy of the operative report was received for the surgery occurring approximately a week before the patient's death. Unfortunately, no information regarding the reported event was learned.

Event description:
The device involved in this report exhibited a low battery voltage (considering the implantation duration) at routine follow-up. Preliminary analysis of available data revealed a fast battery depletion considering device settings and delivered therapy. Therefore, device replacement was recommended on (B) (6) 2010.